Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient lost consciousness and a co-worker called emergency medical services. The paramedics took a bg reading which was 38 mg/dl, and there were no cgm readings reported because the patient couldn´t cannot remember the values but reported that they were different to the bg values. The paramedics treated the patient with coke (sugar drink) and honey, and she was feeling better after the treatment. The patient mentions that she refuses to go to the hospital. At the time of the report the patient was fine and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.